Event description:
Hepatobiliary nuclear scan done. Scan showed gastric activity but no biliary uptake radioactive substance went to the stomach rather than liver. No harm to patient. Scan repeated using a dose gotten from another pharmacy. Second scan was successful.